Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the device went vent inop, along with other malfunctions. There was no patient involvement.